Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02473. It was reported the patient is scheduled to have her scs system removed due to ineffective stimulation therapy and a change in the patient's pain pattern which is not covered by the current system programs. The patient stated her scs stimulation helped her up until approximately two years ago. In addition, the patient declined any reprogramming and revision of her scs system. F/u on (B)(6) 2014 identified the patient's entire scs system was removed on (B)(6)2014.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.